Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, specifically a current fill estimate of 105 units compared to an expected 180 units. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the caller in reloading the cartridge and instructed the caller to deliver a 10.2 unit bolus to update the insulin estimate. After these actions, the issue was resolved.